Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon needle was used in the bronchi during a transbronchial aspiration procedure performed on an unknown date. According to the complainant, during the procedure, a piece of the needle detached inside the patient and remained in the bronchial wall. The detached piece was retrieved using a lung biopsy forceps. The procedure was completed with another excelon needle. There were no patient complications reported as a result of this event.